Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visited the emergency room and then were admitted to the hospital on (B)(6) 2021 due to high blood glucose level of 312 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer had been treated with manual injections. The insulin pump was not on auto mode at the time of incident. The customer alleged the insulin pump for under delivery because she was having high blood glucose levels all day. The insulin pump will be returned and the reservoir will not be returned for analysis.